Event description:
It was reported on an unknown date, that they had a patient come in with a hypertrophic non-union with a retrograde femoral nail advanced put in about 6 months ago. The construct included two a to p screws proximally and two lateral to medial screws distally. The two screws distally were in fact broken at the nail. The lateral fragments were removed using the t25xl screw driver. The medial pieces were pushed through the medial aspect of the femur. No pieces were left in the patient and the procedure was completed once the nail and screws were removed. The nail and screws are not available for return. The procedure was completed successfully with a surgical delay of 15 minutes. There were no patient outcomes reported. This report is for one (1) rfna/ 11mm/ 420mm/ standard bend/ ster. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. H4, h6 manufacturing location: monument, manufacturing date: 31-mar-2022, expiration date: unknown, part number: 04.233.142s, rfn/11mm/420mm 5 degree bend/pe inlay/sterile, lot number: 640p161 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns497993 rev d met all inspection acceptance criteria. Inspection sheet, rfn assembly inspection, ns529720 rev b met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Note: scn 67961 was recorded on the production order traveler. The scn was reviewed and met specified dose ranges however, there was no linkage to specific lot numbers within the document. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to two distal screws broken at the nail and non-union¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.